Manufacturer narrative:
The customer did not return product sample for eval. Therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause can be determined. (B)(4).

Event description:
A surgeon observed that the knives are not sharp. Add'l info provided indicated a suture is often required to close the incision. The outcome of the pts involved are unk. Add'l info has been requested.